Manufacturer narrative:
New information from (B)(6) 2015 stated that the patient's condition was fine after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the ventricular lead exhibited an impedance measurement anomaly. The lead was disabled and later explanted on (B)(6) 2015. Upon extraction, the lead exhibited an insulation anomaly. No adverse consequences occurred to the patient. No further information could be obtained at this time.